Event description:
As reported: on the sterile table the introducer was inserted and removed from the sheath. A sterile fitting test was performed by carefully introducing the bypass tube thru the valve. This could not be done without extensive force but the physician decided to use it anyway. After using extensive force he could get the by-pass tube and device thru the valve. The device was deployed without any problem but the anchor didn't get perfect in place. This was according to the physician not related to the issues of getting the device thru the valve. Balloon was introduced and inflated retrograde to adjust position of anchor. Flow to leg was resorted sufficiently.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported: on the sterile table the introducer was inserted and removed from the sheath. A sterile fitting test was performed by carefully introducing the bypass tube thru the valve. This could not be done without extensive force but the physician decided to use it anyway. After using extensive force he could get the by-pass tube and device thru the valve. The device was deployed without any problem but the anchor didn't get perfect in place. This was according to the physician not related to the issues of getting the device thru the valve. Balloon was introduced and inflated retrograde to adjust position of anchor. Flow to leg was resorted sufficiently.

Manufacturer narrative:
The device was not returned for investigation. No product evaluation could be completed. The DHR was reviewed for manta 18f ce and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f ce manta was planned for closure. The vasculature was noted as free from calcification. No complications were endured during initial access or advancing or withdrawing the procedural sheaths. During deployment procedure, the manta introducer was inserted and removed from the manta sheath. A sterile fit test was performed by carefully introducing the bypass tube into the hemostasis valve. The bypass tube could not be introduced through the hemostasis valve without extensive force, the physician chooses to continue using the device. After continuing to apply extensive force, the physician was able to insert the bypass tube and device thru the hemostasis valve and complete deployment closure. The physician reported the anchor was not seated properly; and noted it is associated to patient specification and not due to the device. The anchor was reported as not being one hundred percent in parallel with the vessel and was positioned lower to the leg. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.